Event description:
A report was rec'd from the affiliate indicating that a healthcare worker was exposed to hydrogen peroxide (h2o2). Per the report, the h2o2 contact was on the employee's finger. When the worker removed the loads from a completed sterilization cycle there was moisture in the load and he was burned. His right thumb discolored. Medical attention was not sought. The symptoms cleared within one day. He was not wearing personal protective equipment. The worker carried the load to the operating room, when three nurses handled the load to use during surgery, they also got burned. This report is for the first worker.

Manufacturer narrative:
At the time of this incident, the sterrad sterilization cycle had completed. The vaporizer plate was in place. Details related to the vaporizer plate installation and maintenance was not provided. Hydrogen peroxide was observed after the cycle had completed. The temperature of the room where the sterrad is located is 15-40 degrees celsius. Load related info was not provided. Per the sterrad 100s user's guide: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle, or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a canceled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning, rinsing, and drying: cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization. This is one of four 3500a reports being submitted for this event: please reference MFR report numbers: 2084725-2009-00653, 2084725-2009-00654 and 2084725-2009-00655.